Event description:
Note: this report is the second of three reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03461 for details regarding the first device. According to the complainant, while the extractor rx retrieval balloon was in the common bile duct, the balloon burst. It was reported that there were no stones present, just soft debris." The device was replaced with another extractor rx retrieval balloon. Refer to MFR report #3005099803-2008-03463 for details regarding third device.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.